Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual and functional evaluation was performed and there was no defect found. It passed both oximeter and continuity tests successfully. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that the unit provided a reading that was lower than the expected value and the problem was isolated to the reported sensor. The customer indicated that there was no patient harm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that the unit provided a reading that was lower than the expected value and the problem was isolated to the reported sensor. The customer indicated that there was no patient harm.